Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: this instrument was going to be used for tep. During the surgery the india-rubber packaging (co2 gas leakage protection) which was inside the trocar fell out.

Manufacturer narrative:
(B)(4).